Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back near belt lip railing. Customer stated that insulin pump was not drop or bumped. Pump error 24 is observed in the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). On 06/10/2022 customer called in with the following concern: damage on the back of the pump near the belt clip railings. P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unexpected pump error 24 alarm noted after rewind. Pump error 24 persisted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to constant pump error 24. The (adapt) tool was utilized to reach for alarms that may have occurred during the complain call. During download review pump error 24 alarm was recorded on (B)(6) 2022 at 18:05. Pump error 63 was also recorded on (B)(6) 2022 at 16:42, line=130 file=518 variable info= 26, pump error 68, 49 and 23 were also recorded on (B)(6) 2022. Per software engineering log investigation, pump error 63 alarm was due to lptim fail. Device was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that corroded electronic assemblies was noted causing electrical short. In addition unit was also received with cracked case(battery tube), cracked battery tube threads, faded serial number label and cracked keypad at select button. In conclusion customer concern was confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads were noted. In addition a constant pump error 24 was noted due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.